Manufacturer narrative:
Per tandem's user guide: accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump. If you lose any of the accessories, or need a replacement, contact customer technical support the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that while charging the pump with a third party usb cable, the usb cable melted and burned onto the pump's usb port. As a result of the damage, the usb port became blocked and unable to charge. There was no reported serious deterioration in health. Reportedly, the customer reverted to alternate therapy for diabetes management.